Event description:
The hcp reported that the pump was explanted due to "infective pump 3/20/2006". The patient was experiencing a febrile illness and was found to have a pseudomonas infection. The entire system was explanted. A follow-up report will be sent if additional information becomes available to us.